Manufacturer narrative:
The investigation has been completed. Based on the analysis, the occlusion alarm investigation could not be completed as the cartridge was not returned; no failure related to the bolus delivery issue was identified.

Manufacturer narrative:
An additional lot number was reported (lot m020111). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer performed supply changes, rotating their infusion set site and resumed insulin deliveries. Reportedly, the customer performed their own troubleshooting and delivered test boluses while disconnected from the pump. The test boluses would not deliver and the pump would register the boluses as completed. The customer's blood glucose (bg) level was 286mg/dl and a manual injection was administered to address the bg level. As the customer was not receiving an occlusion alarm when tandem technical support (cts) was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed. Cts reviewed the customer's pump usage and infusion set site areas with the customer.